Event description:
Patient was admitted for removal of a non-functioning port-a-catheter (groshong catheter). Upon removal, only 7.5cm of catheter was noted. The originial length was 50cm. The patient was transferred to another hospital where the remaining portion of the catheter was removed by use of the heart cath lab.